Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right ventricular lead exhibited high capture thresholds. Programming changes were performed. Further information was requested however, was not provided.